Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2018-04632, reference MFR. Report: 1627487-2018-04732. It was reported (B)(6) the patient experienced drainage at the lead sites in addition to redness at the ipg site. The leads also eroded through the skin. Subsequently, surgical intervention was undertaken on (B)(6) 2017 to explant the system. The patient was prescribed antibiotics.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2018-04632. Reference MFR. Report: 1627487-2018-04732.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2018-04632 , reference MFR. Report: 1627487-2018-04732. Follow-up identified cultures tested negative for the presence of organisms. In addition, the patient was hospitalized on (B)(6) 2017 due to the infection.

Event description:
Device 3 of 3 . Reference MFR. Report: 1627487-2018-04632. Reference MFR. Report: 1627487-2018-04732. Further investigation identified cultures were taken; however the results remain unknown. In addition, the decision to explant was made as the infection had not resolved.